Manufacturer narrative:
Unit had constant motor error alarm during the rewind test due to corroded motor home switch. Unable to complete the functional testing, including the displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to the constant motor error alarm. No moisture damage noted on the electronic assembly. Unit had minor scratched display window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error and stopped the insulin delivery. . Customer's parent reported that the insulin spilled into the insulin vial. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer's blood glucose was 599 mg/dl at the time of call. High blood glucose event began on (B)(6) 2018. Unable to complete high blood glucose troubleshooting due to motor error alarm. Customer's parent mentioned that there is blood at the site but there is no sign of infection. Customer's parent also reported that the customer was hospitalized on (B)(6) 2018 due to high blood glucose and diabetic ketoacidosis. Customer 's blood glucose reading was 240 mg/dl when admitted to the hospital. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip and was sent home. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.